Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 months following the implant of this transcatheter bioprosthetic valve, the patient passed away due to interstitial pneumonia.

Event description:
Additional information was received that per the physician, the cause of the pneumonia was unknown. Additionally, the valve was not believed to have caused or contributed to the death because aortic stenosis was not present. Per the physician, the delivery catheter system (dcs) could be excluded as a contributing factor to the death. It was noted that the patient had calcification in the left ventricular outflow tract (lvot) which was used as precaution for the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.